Event description:
It was reported that the subject device had the fiber bonding damage in the outer tube area (distal end). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported that the subject device had the fiber bonding damage in the outer tube area (distal end). There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fiber bonding in the outer tube area (distal end) is damaged. The most probable cause of the complaint was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.